Event description:
The fluid warming irrigation machine for cysto/turp cases looks essentially similar to the rapid infuser, both made by level-1. The disposable supplies for both of the above machines look very similar as well, and have been mixed up in the past. Level-1 company was verbally informed in the past about this potential safety issue, with two products intended for very different purposes, being so easy to mix up. We were told that they were aware, and agreed, and have received many similar complaints, but nothing has changed.what was the original intended procedure?rapid blood transfusion.